Event description:
The catheter became entrapped in the patient's heart. The physician pulled hard to remove and the catheter collapsed on itself and the poles of the catheter slid together. There was successful ablation of the left sided pathway. There was no harm to patient and they were discharged home after the procedure.